Event description:
High impedance was reported. On either side of the anchoring sleeve, the lead looked twisted. The lead was explanted. No patient complications have been reported as a result of this event.